Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the knot deployed in the tissue tract and not in the vessel. Manual compression was applied but hemostasis was not achieved. A femostop gold was used to achieve hemostasis which resulted in a hematoma and bruising at the access site. The size of the hematoma is unknown. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.